Manufacturer narrative:
The reported event was unconfirmed as the problem could not be reproduced. Visual evaluation of the returned sample noted two unopened (with original package) two way silicone foley catheter was received. Visual inspection of the sample noted no obvious visible defects. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1 percent aqueous methylene blue per 100 ml distilled water) and allowed to rest for 30 minutes with no observed leakage. The catheter was passively deflated with no issues. A potential root cause for this failure mode was unable to determine because the reported event was unconfirmed. The device had met relevant specifications. The product was not used for the treatment purposes. The product did not caused the reported failure. The investigation indicated that the reported issue was not manufacturing or supplier related. Therefore a device history record review was not required. The instructions for use were found adequate and state the following: "to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe stick in the valve. If you notice slow or no deflation, reseat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance as directed by hospital protocol." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the catheter fell out of the patient on the day of use. It was noted that another same event with the same lot product was happened.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter fell out of a patient on the day of use. Another same event for the same lot product was occurred.